Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 99% stenosed target lesion is located in the mildly tortuous and severely calcified superficial femoral artery below the knee. A 1.5mm x 20mm x 142cm coyote es was advanced for dilation. During the procedure, on the first inflation until it reached 6 atmospheres, the balloon ruptured. The device was removed without any problem and was replaced for a different device to complete the procedure. The device will be returned to boston scientific. No complications reported, and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent an endovascular therapy. The 99% stenosed target lesion is located in the mildly tortuous and severely calcified superficial femoral artery below the knee. A 1.5mm x 20mm x 142cm coyote es was advanced for dilation. During the procedure, on the first inflation until it reached 6 atmospheres, the balloon ruptured. The device was removed without any problem and was replaced for a different device to complete the procedure. The device will be returned to boston scientific. No complications reported, and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: device returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. No other damages or irregularities found in the remainder of the device.